Event description:
Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and no unresolved non-conformances were observed. Product analysis of the generator was approved. Generator was return due to product opened but not used. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. No burred or stripped threads were observed on the setscrew or the negative connector block of the pulse generator. The returned setscrew socket shows mechanical wear (damage) and a stripped setscrew socket, indicating multiple torque wrench insertions, which may have been a contributing factor. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that generator was being returned due to set screw issues. The orss was present for the vns case that was scheduled for a generator replacement. In pre-op she was unable to interrogate the explanted device due to a depleted generator. In the or the replacement generator initially provided for implant, sentiva #1000 the lead was properly inserted by the assisting resident physician and he used the screw driver was used to tighten the set screw. Initial interrogation revealed, high impedance ¿>=9000 ohms.¿ the screwdriver was used to back out the set screw, the lead pin was removed, cleaned and reinserted properly. The screw driver was used again to tighten the set screw but took several turns before making 3 clicks and interrogation revealed, high impedance¿>= 9000ohms.¿ the surgeon, then advised he would be proceeding with a full revision. The new lead pin was then inserted into the generator # 1000 and the screw driver was used again to try and tighten the set screw, however, he could not get the screw to tighten down after attempting to back out the set screw and trying to tighten again. The surgeon then requested a new generator and sentiva 1000 was provided. The lead pin was inserted and the set screw tighten followed by 3 clicks. Interrogation revealed normal impedance, 1743 ohms. The unused m1000 was received for analysis. Analysis is underway but has not been completed to date. Information received that the lead was tested with the potential defective generator and revealed high impedance. The explanted lead is not available. No additional relevant information has been received to date. MFR report # (B)(4) houses the high impedance.